Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using penumbra smart coils (smart coils). During the procedure, the physician concomitantly advanced two non-penumbra microcatheters in the target vessel, then successfully placed four smart coils in the target vessel. While attempting to advance a new smart coil into one of the microcatheters, the smart coil became stuck in its introducer sheath and would not advance out the sheath; therefore, it was removed. The procedure was completed using two additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.